Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn 36401) displayed user advisory (ua) 12 (lifeband not present)," was confirmed based on the archive data review but not confirmed during the functional testing. No device malfunction was observed during the testing of the autopulse platform that would have contributed to the customer reported ua12 message. The probable cause of the reported ua12 message could be the lifeband not being fully inserted in the encoder spool shaft upon powering up the autopulse platform. Upon visual inspection, no physical damage was noted. The archive data indicated multiple ua12 messages around the reported event date, thus, confirming the customer's reported complaint. In addition, unrelated to the reported complaint, the archive data indicated ua45 (not at "home" position after power-on/restart) message around the reported event date. The ua45 was reproduced during the functional testing at zoll. The autopulse platform failed the initial functional testing due to ua45 displayed upon powering on, unrelated to the customer's reported complaint. The driveshaft wasn't rotated to its home position by the customer before returning it to zoll for service evaluation. The encoder drive shaft is not within the normally acceptable range at 7242 counts when powered on based on (encoder lower limit = 2735 counts, encoder upper limit = 3409 counts). Therefore, the likely root cause of the observed ua45 was an unintended user error. The autopulse functioned as intended by triggering ua45 when the driveshaft is not at "home" position. The observed ua45 message was cleared by manually accessing the admin mode to rotate the shaft to the home position. Further testing was performed to determine the root cause of the customer's reported ua12 message. A lifeband clip detect switch inspection procedure was performed by inserting the standard belt clip tool in the spool shaft. Checked and verified that the switch lever is parallel to the switch case, and the two screws holding the lifeband clip detect switch (not loose) were torqued to specification. The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The customer reported ua12 message was not reproduced, and the autopulse platform functioned as intended. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not installed correctly. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the drive shaft and can freely rotate after insertion. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During shift check after the rescue, the autopulse platform (sn (B)(4) displayed user advisory (ua) 12 (lifeband not present). No further information was provided. No patient involvement.